Event description:
There was an issue with two ablation catheters. There was a spline inversion with the first catheter while in the patient; the second catheter failed during prep when the wire would not pass through the catheter. Both catheters were removed and replaced with no reported patient harm. Vendor notified manufacturer response for pulsed field ablation catheter, 31 mm farawave pulsed field ablation catheter (per site reporter).